Event description:
Code button had malfunction when pushed by a patient - repairs had been made the day prior. Malfunctioned with actual code situation on (B)(6) 2014. Code called overhead via phone system. Company called for repair. Repairs had been made previously due to an incident where the call light button was not audible and found to be an issue with the installation of the call system by the vendor.